Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 480-500 mg/dl. Cause was not known. As a result of high bg, customer fell and hit head. Customer was taken to the emergency department and treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged from the emergency department the same day with no permanent damage, and transferred to a rehabilitation facility for diabetes management. Reportedly, customer reverted to manual injections for insulin therapy.